Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report: 1221359-2021-03103, 1221359-2021-03104.

Event description:
The customer reported multiple false negative results with the binaxnow covid-19 antigen self test performed with multiple patients, including the consumer, consumers husband, and consumer's two sons. This MFR addresses report one (1) of three (3). The consumer reported false negative results with the binaxnow covid-19 antigen self test. Confirmation testing was performed and generated positive results (name of test not provided). This was for the consumers first son. Per the consumer, her son was symptomatic and had exposure to covid at daycare. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.